Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8416-70; serial number: (B)(4); batch/lot number: 7012079; model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site and started to travel up the lead site. Symptoms of redness and drainage coming from a small open spot were noted. The physician did not believed infection to be device or procedure related. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well.